Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient has recovered. No additional information is available.